Event description:
String broken - tampon [device breakage]. Case narrative: consumer reported via e-mail that tampon strings were broken on several tampons. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String broken - tampon [device breakage] case narrative: consumer reported via e-mail that tampon strings were broken on several tampons. No injury reported.